Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable, pump won't run alarm was noted. No patient consequences were reported. No adverse events were reported.